Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 100 mm in diameter abdominal aortic aneurysm. It was reported that, twenty days post index procedure, the patient presented emergently with occlusion in the left iliac endurant ii stent graft limb. Additionally, the endurant ii stent graft limb appeared to be kinked. The physician elected to give the patient thrombolytic medication overnight and, the following day, implanted another manufacturer¿s 14 mm bare self-expanding stent in the endurant ii stent graft limb. An angiogram then revealed that the endurant ii stent graft limb was completely patent with brisk flow and the event was resolved. Per the physician's statement the cause of the event was due to the angle in which the iliac entered the aorta, causing the kink. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.